Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be, "3.2.1 inadequate labeling of device for proper connection." The lot number is unknown; therefore, the device history record could not be reviewed. Therefore, bard is unable to determine the associated labeling to review.

Event description:
It was reported that the arcticsun device was insufficiently controling a patient's temperature. The target temperature was 33c. The patient overshot the temperature to 32.8c and at the time of the call was at 34.9c. The water temperature was at 28c. The nurse wanted to change the pads because there was a flow issue. Ms&s advised that there was not a flow issue. The nurse decided to change pads anyways since the pads were soiled. The nurse placed the patient on a different device and therapy continued. Per follow up, the patient did complete therapy on the alternate device and pads.